Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose is 500-600 mg/dl. Customer also reported that insulin pump had blank display. The customer did not experience any symptoms such as a result of high blood glucose. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The insulin pump received with normal operating currents. The insulin pump monitored for several hours and no blank display, missing segments, partial display or flashing display noted. The battery tube connector plugged in properly to electrical board during visual inspection. (B)(4).